Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2016 with the following findings: investigation revealed a damaged battery cap coin slot; the cap was difficult to remove. Unrelated to this issue, the keypad was peeling off. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/03/2016. Investigation revealed a damaged battery cap coin slot; the cap was difficult to remove.